Event description:
It was reported that the ilet device exhibited an unresponsive or freezing touchscreen, consistent with prior occurrences, and the user agreed to continue use while a replacement would be provided if the issue recurred. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization or medical intervention. Investigation included customer support, troubleshooting, and user education. Investigation of the returned device was unable to reveal an intermittent touchscreen unresponsiveness without associated alerts or alarms, and the device was replaced to mitigate recurrence. The conclusion was determined to be no fault found.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.